Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 96 mg/dl, 35 mg/dl, and 43 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requestedto be returned for product evaluation.